Event description:
The customer was hospitalized due to high blood glucose and diabetes ketoacidosis. At the time of the event, the blood glucose level was 386 mg/dl. The patient was treated and released in about three hours. There were no significant events leading up to the incident. The current blood glucose reading is 126 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.